Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 corrected data: g4: awareness date reported on follow up 1 report as (B)(6) 2019, but should have been (B)(6) 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is a synthes sales representative. Part 357.399, lot 11l3827: manufactured by jabil inc (B)(4). No nonconformance's occurred during manufacture. A product investigation was completed: 3.2mm guide wire was received. Upon visual inspection, it is observed that the wire guides are severely bent within the plastic packaging. The packaging also has some holes. Thus, the complaint is confirmed. The relevant drawing was reviewed; no design issues or discrepancies were found during this investigation. Visual inspection and document specification review of the received device was performed. The complaint is confirmed. A definitive root cause could not be determined, it is highly possible that the transportation or storage might have contributed to the complaint condition. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, a package delivered, and the procedure was damaged. There was no patient or procedure involvement. During investigation of the returned product, it was noted the guide wire was severely bent within the plastic packaging. This report is for a guide wire. This is report 1 of 2 for (B)(4).